Event description:
It was reported that the patient needed to charge his device more than expected. It was stated that the patient was needing to recharge daily and still didn't see the battery increase over 75%. The impedances were in normal range except electrode 11 which was high; however, that electrode was not being used in programming. The estimated recharge interval was 6.25 days; using this number as a guideline, it was noted that the patient wasn't charging long enough to get over 75%. The patient had four "good" charging sessions between (B)(6) 2012. The patient's battery was below 25% when he started charging and ended up between 50% and 74%. It was noted that the patient had a fall where he landed on his stimulator about 5-6 weeks prior to report. It was indicated that the patient had charging issues before the fall, but the charging interval seemed to have become worse since the fall. Three days later, it was reported that the patient wasn't charging properly. He went over the instructions with a medtronic representative and was "doing better." No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).